Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had battery anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that whenever battery is removed for battery changed the serial number for blood glucose meter and transmitter are erased. The customer didn't specify length of time battery is removed from pump whenever this happens. The customer is returning and replacing pump.